Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl with high ketones identified as dangerous by a healthcare provider. IV fluids and manual insulin injections were administered to correct the high bg. Reportedly, the pump supplies were changed to address the issue.